Manufacturer narrative:
Response to device evaluated by MFR: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reporting on behalf of unknown individual. The customer reported an individual received a false positive result using cue covid-19 test for home and over the counter (otc) use. The individual tested negative with an unspecified sars-cov-2 pcr test. The individuals were exposed to someone with covid-19 symptoms. No further information including date of event, cartridge lot number, cartridge serial number, cue reader sn, patient specific information, pcr test date and manufacturer information. See related cases for additional false positive results reported by the customer.